Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer loaded the cartridge with 200 units of insulin and received a fill estimate of 75 units. Customer reloaded the cartridge and received an accurate fill estimate. Customer's blood glucose level was not impacted.